Event description:
The abbott field service representative reported an architect i2000sr analyzer generated multiple 1007 errors, unable to process test, activated read failure, when reaction vessels of lots 76016p100, 78387p100 and 78362p100 were in use. The reaction vessels were replaced with lot 80176p100 to resolve the issue. There was no adverse impact to patient management reported.

Event description:
It was reported that the pt's elective replacement indicator (eri) had alarmed on the pump. The pt did not have any symptoms. The device was replaced. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The software version is 5.04.00, categorize as unremediated.

Event description:
During service there was a faulty channel b keypad (channel select button not working) was discovered on a colleague cx triple channel volumetric infusion pump. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the channel b keypad was replaced during service.

Manufacturer narrative:
(B) (4)